Event description:
It was reported that the pt experienced a subcutaneous fluid collection at the pump implant site. The 16 ml of fluid was aspirated from the fluid collection through a subcutaneous needle puncture slightly lateral to the pump implantation site. The fluid was sent to pathology for analysis. The pt recovered following paracentesis - puncture and drainage. The pt was recovered at an assessment on (B) (6) 2007. Per the reporter, the event was mild in severity and unrelated to the investigational drug and device system. Refer to MFR's report # 6000030-2009-09148 for additional info previously filed.

Manufacturer narrative:
(B) (4).